Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable infusion pump for non-malignant pain and complex reg. Pain syndrome type 1. It was reported on 2016-10-04 that the patient stated she wasn't feeling the effect from the personal therapy manager (ptm) when she used it. The patient stated she told the healthcare provider (hcp) she was in a lot of pain, and the ptm isn't working, meaning she was not feeling the effect from the bolus. The patient stated her walking pattern had changed in the last week. Instead of feeling the therapy effect in her thigh where all the damage was she was feeling it in her big toe. The patient stated she didn't feel numbness and didn't get pain relief. The patient also stated that she feels that something is wrong with her catheter. The patient had been having trouble sleeping. At her refill appointment on (B)(6) 2016 it was noted that they were expecting 33cc's, and the volume removed was a little over 4cc's. The patient was being dosed with bupivacaine and sufenta at an unknown concentration and dose for both drugs. The patient's status was unknown.

Manufacturer narrative:
Event description was updated with past tense verbiage. Codes belonging to the catheter were added.

Event description:
Information was received from a consumer regarding a patient's implantable infusion pump for non-malignant pain and complex reg. Pain syndrome type 1. It was reported on (B)(6) 2016 that the patient stated she wasn't feeling the effect from the personal therapy manager (ptm) when she used it. The patient stated she told the healthcare provider (hcp) she was in a lot of pain, and the ptm wasn't working, meaning she was not feeling the effect from the bolus. The patient stated her walking pattern had changed in the last week. Instead of feeling the therapy effect in her thigh where all the damage was she was feeling it in her big toe. The patient stated she didn't feel numbness and didn't get pain relief. The patient also stated that she felt that something was wrong with her catheter. The patient had been having trouble sleeping. At her refill appointment on (B)(6) 2016 it was noted that they were expecting 33cc's, and the volume removed was a little over 4cc's. The patient was being dosed with bupivacaine and sufenta at an unknown concentration and dose for both drugs. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.